Event description:
It was reported to st. Jude medical that the lead was explanted when a chest x-ray revealed the lead had become dislodged and was essentially out of the heart. The lead was coiled in the left shoulder area. The physician believed this could be twiddler's syndrome.